Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a force was applied during removal of the guide wire. It should be noted that the hi-torque guide wires for ptca, pta, stents instructions for use (IFU) states: ¿do not push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, the deviation appears to be a reasonable clinical response. The investigation determined the reported difficulties, patient effect and treatment appear to be related to the operational context of the procedure. In this case, it is likely that manipulation of the guide wire, when resistance was met, contributed to the reported separation. The separated portion of the wire was embedded into tissue using a stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: health effect clinical code 4582 removed, 3165 added.

Event description:
It was reported that the procedure was to treat the diagonal artery. The ht versaturn guide wire was advanced to the diagonal side branch and after stent implantation of an unspecified stent the guide wire was attempted to be removed; however, it was noted that the guide wire was stuck between the unspecified implanted stent and vessel wall. The tip of the guide wire separated when attempting to remove using extra force and remained under the stent. A new stent was implanted on the diagonal to cover the separated portion of the wire. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.